Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal sts was selected for use. The patient was admitted to the hospital for an acute myocardial infarction (ami). A pre-insertion angiogram found no anomalies at the common femoral artery, which was proximal to the inguinal ligament. The lumen diameter of the artery was about 6mm. A 7f terumo sheath was also used during the procedure. The patient reportedly was coughing several times during the angio-seal deployment. The patient was transferred to their room by a staff member and ten minutes later experienced a retroperitoneal bleed and hematoma formed. The patient later went into shock. Manual compression was applied and a blood transfusion was given. The patient has recovered and been discharged from the hospital.

Manufacturer narrative:
Product evaluation summary: no product was returned; therefore, an evaluation could not be performed. The used lot number could not be confirmed; however, it is possible that the lot number was 2056613. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.